Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The mother reported that about 6 months ago, the child's hearing with the device stopped suddenly. According to her, the child and the brother used to hit each other whilst playing.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been provided yet.

Event description:
The mother reported that about 6 months ago, the child's hearing with the device stopped suddenly. According to her, the child and the brother used to hit each other whilst playing.